Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The site location was abdomen. The patient blood glucose value was 390 mg/dl at the time of the event and got treated with correction by pump. The blood glucose level was high for more than 4 hours.the infusion set was in use for 1 day. No further information available.